Manufacturer narrative:
Multiple attempts were made to contact the account to obtain additional details. The account offered to provide end-users direct information but was never supplied. It was reported that the left rear wheel fell off; the end-user fell and sought medical intervention. It is unknown what injury the end-user received or the type of treatment sought. It is unknown how long the end-user has owned the wheelchair, patient's height and weight. The sample was not returned and a root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a wheel fell off wheelchair and end-user required medical intervention.

Manufacturer narrative:
Updated information includes patient information and manufacturer narrative.end-user contact information received after medwatch was filed. End-user stated the front right wheel fell of wheelchair, causing the wheelchair to tip and sit on it axel. End-user did not fall out of wheelchair and was able to get up with assistance. End-user did not receive an injury or require medical intervention. Wheelchair was not available for return. Due to the new information received a medwatch would not have been filed.

Event description:
It was reported a wheel fell off wheelchair and end-user required medical intervention.